Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that a month ago they contacted their mdt rep as they were having bowel symptoms and rep didn't get back to patient (pt) for couple days, after pt left vm for pt to call them symptoms seemed to go back to normal but then started to fall apart again. Pt said when they looked at controller, therapy settings were at .01v when they had been at 2.4 v. Pt turned therapy back up and felt stimulation. Pt said last week and a half or so pt said they were going 4 times a day as far as bowel movements and when they had to urinate they felt like they had to have a bowel movement and somes time they did. Pt checked their therapy on their controller yesterday and therapy was off (blue arrow was over on the off side on the therapy app screen) and pt said they didn't do that so they didn't know how therapy got off. Ps educated pt on difference between turning controller vs therapy off. Pt understood how to turn therapy off on app and said they would avoid turning therapy off and admitted they may have inadvertently slid the therapy to off. Pt said they had not changed programs. Pt would monitor therapy and would report any off incidents to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause was determined to be that when they turned off the communicator by error thinking they were powering down the unit. When asked what steps were taken to resolve the issue they stated that they now understood how to use the devices and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.